Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced complication of device insertion ("multiple attempts made to place the right essure coil unsuccessful"). In (B)(6) 2016, the patient experienced device expulsion ("essure device had been expelled after she used the restroom"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("unusually heavy menses/abnormal bleeding"), fatigue ("fatigue") and pelvic pain ("pelvic pain"). At the time of the report, the device dislocation, menorrhagia, fatigue, complication of device insertion, device expulsion and pelvic pain outcome was unknown. The reporter considered complication of device insertion, device dislocation, device expulsion, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2012 her left ostia was visualized and essure device deployed, some coiling happened and part of coil protruded into uterus, total 10+ coils visible. On or about (B)(6) 2012, she underwent a bilateral tubal ligation. Discrepancy noted in date of insertion (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation/migration / failure of essure') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced complication of device insertion ("multiple attempts made to place the right essure coil unsuccessful"). In (B)(6) 2016, the patient experienced device expulsion ("essure device had been expelled after she used the restroom"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), heavy menstrual bleeding ("unusually heavy menses/abnormal bleeding"), fatigue ("fatigue") and pelvic pain ("pelvic pain"). At the time of the report, the device dislocation, heavy menstrual bleeding, fatigue, complication of device insertion, device expulsion and pelvic pain outcome was unknown. The reporter considered complication of device insertion, device dislocation, device expulsion, fatigue, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2012 her left ostia was visualized and essure device deployed, some coiling happened and part of coil protruded into uterus, total 10+ coils visible. On or about (B)(6) 2012, she underwent a bilateral tubal ligation. Discrepancy noted in date of insertion (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: medical record received : reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced complication of device insertion ("multiple attempts made to place the right essure coil unsuccessful"). In (B)(6) 2016, the patient experienced device expulsion ("essure device had been expelled after she used the restroom"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("unusually heavy menses/abnormal bleeding"), fatigue ("fatigue") and pelvic pain ("pelvic pain"). At the time of the report, the device dislocation, menorrhagia, fatigue, complication of device insertion, device expulsion and pelvic pain outcome was unknown. The reporter considered complication of device insertion, device dislocation, device expulsion, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: on 22-jun-2012 her left ostia was visualized and essure device deployed, some coiling happened and part of coil protruded into uterus, total 10+ coils visible. On or about (B)(6) 2012, she underwent a bilateral tubal ligation. Discrepancy noted in date of insertion (B)(6) 2012. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device the reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: event device dislocation added and pelvic pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.